Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient experienced a tubing detachment event on (B)(6) 2026. The infusion set tubing came apart at the tubing connector. The insertion site was the right abdomen, and the infusion set had been in use for one day. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: greece.